Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer¿s screen had become unresponsive. However, it was able to confirm that the stylus pen and finger touch was unable to work. It was noted that the flex tape was damaged. The keyboard latch tab was broken. The left upper display hinge broken. The left antenna damaged. It was further noted that the system fan was noisy. The left keyboard hinge broken. Additionally, it was noted that the lower cord bay latch tab broken. The rear display cover damaged. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s screen had become unresponsive, and the cursor did not move at all when the device was powered on and the ¿find patient¿ screen was touched. Troubleshooting steps were carried out, including reinserting the stylus pen and performing a power cycle, but the issue still persisted. A spare stylus pen was connected, but cursor operation was still not possible. It was also noted that the touchscreen was unresponsive to finger touch. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.